Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using a non-tandem provided usb cable, which caused the pump to shut down due to low battery. There was no reported adverse impact to the customer related to the reported issue. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.